Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was being worn on the customer's arm, and was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump. No additional patient information was available.